Manufacturer narrative:
Sections with additional information as of 20-apr-2021: h10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer attempted to contact customer on several occasions to ensure the replacement products resolved the initial concern -unable to establish contact with customer

Event description:
Consumer reported complaint for e-0 error and hi blood glucose test results. The customer is concerned with test results from results obtained of hi; customer also stated that this result displayed as a control result. The customer¿s expected am fasting blood glucose test result range is 250-300 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 332 mg/dl using true metrix meter. Customer stated she is storing the product in her purse. The test strip lot manufacturer¿s expiration date is 06/23/2022 and test strips were opened 2-3 days ago. The meter memory was reviewed for previous test result history: (B)(6).